Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a temperature (temp - moisture ingress with damage) issue. It was reported that the battery compartment was damaged. It was alleged that the pump alerted with a low battery alarm and the battery was completely black/leaked and very hot when removed from the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because there is the potential for the user to experience an injury to the skin due to increased pump temperature.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 14-nov-2017 with the following findings: a review of the pump¿s black box showed a sudden drop in voltage resulting in a cs 177 low battery warning and a cs 128 replace battery alarm on the date of the event. During investigation, the pump powered on with the returned battery cap, however, the battery cap was unable to fully tighten. The battery cap threads were damaged. There was evidence of moisture contamination on the underside of battery cap ground spring. A battery compartment crack was observed in the thread area; there was evidence of moisture contamination inside the battery compartment. A leak test showed a leak at the battery compartment crack. During testing, a 24- hour basal program was run with the returned battery cap and no temperature related issues were duplicated. The pump current draws were found to be within specifications. The pump case was removed and no evidence of moisture contamination was observed inside the pump. The complaint of a temperature related issue was not duplicated during the investigation, however, damage to the battery compartment and moisture in the pump was confirmed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.